Event description:
It was reported that one patient with this implantable device received multiple shocks when swimming near a pool pump located inside a bay on the pool wall. The shocks occur when the patient gets close to the pump. Currently, this product remains in service and no additional adverse patient effects were reported.